Manufacturer narrative:
Follow-up # 1 date of submission 23-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 14-mar-2018 with the following findings: a review of the pump¿s black box and download history did not find any activity related to the complaint. During testing, the pump powered on with normal auditory and vibration alerts. There were no low battery warnings in pump history or black box history. During visual inspection of the pump, it was observed that there was no physical damage to the pump. The pump¿s ¿ez-prime¿ steps were performed correctly and no alarms, errors or warnings occurred during the 24 hour duration test. The investigation was unable to verify or duplicate the initial complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging an other (unusual issue) issue. It was reported that the user received a low battery alarm today that is not showing in the alarm history. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.